Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen operated intermittently. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the touchscreen operated intermittently. The touchscreen was calibrated and cleaned, but the issue remained. The remote service engineer (rse) recommended replacing the user interface (ui) assembly and provided the customer with the part number of the replacement ui assembly. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse was able to recreate the touchscreen issue. The fse ultimately replaced the defective touchscreen, performed touchscreen calibration, confirmed that all functions worked properly, and verified that the issue was resolved as the device passed electrical safety and controls tests. The device was returned to service without any restrictions. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician could not find any issues with touchscreen operations during the diagnostic check and confirmed that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specification. The touchscreen passed all diagnostics testing and the calibration test, and the touchscreen touch points were aligned on the standard test bed (stb). Furthermore, the touchscreen passed the functional testing per test#3 in the service manual. Therefore, the pil technician ultimately concluded that the touchscreen operated as designed as no fault was found.